Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause is unknown, as the device was not available for return and evaluation. No further investigation or corrective action is necessary.

Manufacturer narrative:
The user facility discarded the device. Manufacturing and sterilization records for se5525mvb, lot#: w6100 were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported at the beginning of the surgery the cutter stopped, then worked, and stopped again. Aspiration continued. The surgeon changed the cutter, and finished the surgery without patient impact.